Manufacturer narrative:
The insulin pump was received unable to vibrate due to broken vibrator black wire. However, the insulin pump passed all operating currents test, a21 error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump did not vibrate, during normal use. The customer stated the setting were correct, no low battery noted. Changed battery, but anomaly persists. No vibration during s-test. Advised customer the insulin pump will be replaced and return for analysis. The customer's blood glucose was unknown.